Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had insulin leaking from their insulin pump. The customer's blood glucose level was 59 mg/dl. The customer was assisted with trouble shooting and was successful in getting the pump properly functioning without any leaks after changing the reservoir set. No further information was provided.